Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded a loss of capture (loc) on this left ventricular (lv) lead on the presenting electrogram (egm) and a stored egm from (B)(6)2023. The device tests results show at, or above the programmed output trend at 2v (volts) at 0.7ms (milliseconds). The patient is not being resynchronized with unknown symptoms. The patient will be seen in clinic for evaluation. At this time, the lead remains in service. No adverse patient effects were reported.